Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - black and white foreign material consisting of plastics and synthetic of undetermined origin was clogging the nozzle. It was determined that the foreign material remained in nozzle due to the device being returned to olympus without reprocessing at the user facility. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility return the device to the legal manufacturer for repair should they observe an abnormality such as leakage and damage, and not to utilize the device in a procedure under such a condition. It is further recommended that the user facility contact olympus should there be questions or concern regarding reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope had no air/water flow. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged by a black and white colored foreign material.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the foreign material in the nozzle, the evaluation findings were as follows: the bending section cover glue was separated, the key top 1 had cuts but leak free, the charged coupled device lens had a scratch, the light guide rod lens was cracked, the universal cord had wrinkles, the angulations are out of specifications and the insulation distal end value resistance was out of specification due to damages to the camera cover. Additional information received from the customer stated that the endoscopes are cleaned and disinfected according to the recommendations in force (unless this treatment is made impossible by a condition, for example, a leak noted at the time of tightness test) requiring the endoscope to be reported as soiled and potentially contaminated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.